Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 because the aus balloon had migrated down into the lower groin. The device was fully functional at the time of removal. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump were implanted.